Manufacturer narrative:
The returned device was evaluated and a tear in the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to corrosion on internal components.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 300 mg/dl. As treatment, the patient applied a new pod.

Manufacturer narrative:
Correction: changed become aware date from 1/31/2023 to 1/31/2024. Changed date due from (B)(6) 2023 to (B)(6) 2024.